Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was discarded.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.